Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added e1. Initial reporter address line, initial reporter city, initial reporter state and zip code. Added g1 manufacturer contact fax number was omitted during initial report. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. Root cause: the reported issue of the aic not turning on could not be determined, as it was not confirmed in the console logs and no issues were observed during the investigation.

Manufacturer narrative:
D1. Brand name corrected. D9. Is device returned to manufacturer? And date device returned to manufacturer added.

Event description:
The complainant reported that the loaner automated impella controller will not turn on. No further information provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.